Event description:
On (B)(6) 2023, reporter received a pneumococcal vaccine, the following day she noticed a huge red bump the size of a baseball at the site and there was pain similar to a bee sting. She also developed flu like symptoms such as chills, runny nose, itching and pain for a week. Ref report: mw5120008.